Event description:
It was reported by service report that the scale and bed exit was not working on the bed due to the scale not being properly zeroed before use. No patient involvement or adverse consequences are reported.